Event description:
The lma was in the patient when it was discovered that it would not hold inflation. The patient was breathing spontaneously and there was enough of a seal that the clinician could maintain ventilation. There were no consequences to the patient.